Manufacturer narrative:
Correction: upon further review, health effect - clinical code 4582 did not update after file coding was updated. Clinical code 4582 was updated to 4581 therefore, the updated health effect - clinical code is captured in this supplemental report. The following sections have been updated accordingly: section h-6 health effect - clinical code: 4581 eye anatomy issue. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dib00 model intraocular lens (iol) was fully inserted into the patient¿s ocular sinister (left eye) and a haptic was missing. The patient did not have support for the dib00 iol, the iol was removed, and a za9003 10.0 diopter was implanted into the patient¿s os. There was no medical or surgical intervention. Room temperature balanced salt solution (bss) and ophthalmic viscosurgical device - viscoelastic (ovd) were used. There were no delays during the procedure. Patient status post-procedure was reported as patient did very well. The suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: unknown as information was not provided. Section a-4 patient weight: unknown/asked information unavailable. Section a-5 patient ethnicity: unknown/asked information unavailable. Section a-6 patient race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure, therefore not explanted. Section h3: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.